Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that there was a plaque shift distal to the first stent with a slight dissection after implantation of a xience v stent in the proximal left anterior descending artery. The dissection was treated with another drug eluting stent and the condition resolved. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Dissection, as listed in the instructions for use (IFU), is a known adverse event associated with coronary stenting. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring add'l intervention (CABG, further dilatation, placement of add'l stents, or other)." A conclusive root cause for the reported pt effect and the relationship to the device, if any, cannot be determined.